Event description:
It was reported that the patient was on their second device and was having a lot of pain where the device was implanted to the point of having a hard time sitting and sleeping. The device had not worked and the patient still had to catheterize 2 to 3 times a day. The patient still could not empty their bladder and if they didn¿t catheterize they got urinary tract infections (utis). The patient thought this device would stimulate their bladder and they wouldn¿t have to catheterize so much and that¿s what they were told. The patient found very little help from their urologist about this thing. The patient thought that they needed it out as soon as possible. The patient was afraid of what would happen if it was taken out. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).